Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that it was very difficult for the customer to insert the usb cable into the usb port of the pump in order to charge the pump. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 216 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.